Manufacturer narrative:
The reported complaint of "the cool line catheter (lot # 147000) leak" was confirmed during the functional testing of the returned catheter. A pinhole leak was observed from the middle of the distal balloon during the pressure leak test. The probable root cause for the pinhole leak is due to a latent material defect. Upon visual inspection, no physical damage to the catheter was observed. Noticed suture thread on the manifold. Also, observed dried blood residue on the distal balloon. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to the pressurized inflation device and immediately upon pressurizing the catheter, a pinhole leak was observed from the middle of the distal balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 147000. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
During the 3rd day of the ivtm therapy, the user observed 500 ml of empty saline bag. Following this, another 500 ml saline bag was replaced and after an unspecified period of time, the user noticed an almost empty saline bag. No leak was observed on the floor, around the console or on the bed and no blood tinge was noticed on the suk tubing. Suspecting cool line catheter leak and approximately 750 ml of saline infusion. The dwell time of the catheter was approximately 60 hours. The catheter was replaced and ivtm therapy continued. No consequences or impact to patient.